Manufacturer narrative:
There was no report of any malfunction of an intuitive surgical inc. (Isi) system, instrument or accessory occurring during the procedure; therefore, no product is expected to be returned.

Event description:
It was reported that during a da vinci-assisted distal and segmental pancreatectomy procedure, the case was ultimately converted to open surgery due to a vessel injury; not due to the technical issues. The integrated electrosurgical unit (iesu) screen had experienced a lost video signal and ceased functioning; however, the iesu issues occurred prior to the start of the procedure, and the intuitive surgical, inc. (Isi) technical support engineer (tse) advised that the procedure could continue with the same iesu. The conversion was prompted by an unspecified vessel injury that resulted in bleeding, unrelated to a technical problem. Although the estimated volume of blood loss was not provided, hemostasis was successfully achieved using ligatures. The procedure was completed.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Updated sections: h2, h11. Additional information: intuitive surgical inc. (Isi) received the integrated electro surgical unit (iesu) for failure analysis evaluation. There was no data found in the error log, to indicate that the fault had occurred in the field. A visual inspection did not reveal any issues related to the reported event. The unit was installed on an in-house system, the unit functioned as expected: it energized, cauterized, and all ports recognized instruments.